Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. It was also reported that the patient has experienced an increase in seizure activity with neck spasms. The elective replacement indicator was no, indicating that the generator had not reached end of service. Review of x-rays revealed an apparent fracture of the lead coil wire. Vns therapy system replacement surgery is scheduled.